Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. Testing conditions unknown though alcohol was used to clean the site. The owner's guide and previous field returns have been reviewed. It is not clear as to how long after the initial measurement the comparison measurement was made. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the reported high measurement cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended.

Event description:
The caller reported measuring his mother's blood glucose, after cleaning the site with alcohol, and the cvs advanced blood glucose monitor displayed 584 mg/dl. The paramedics were called and their measurement (device unknown) displayed 96 mg/dl.